Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with epithelial ingrowth. A brief description of the event says that surgery notes indicate loose epithelial ingrowth in right eye. Patient had uncorrected visual acuity (ucva) in right eye 20/60, pinhole 20/50. Left eye was 20/25. Patient educated regarding long term recovery and prescribed additional protocol of muro unguent every bed time in right eye for 3-6 weeks. Patient scheduled for surgery consult with surgeon. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20, -4.50 x -.50 x 154; left eye pre-op 20/20, -5.75 x .00 x 90.